Manufacturer narrative:
(B)(4) - no patient involvement. (B)(4) - output energy incorrect; electrical issue. Note: this event was initially determined to not be reportable based on initial report and findings. However, the initial evaluation of the nonconforming component on (B)(4) 2001, led to the decision to report. (B)(4).

Event description:
During a routine preventive maintenance service, there was no output displayed from the on-board detector. Upon evaluation of the nonconforming part, the measured output reading from the detector was found to be low at all laser settings.